Event description:
Generator replacement occurred. The explanted generator has not been received to date. No additional relevant information has been received.

Event description:
Generator analysis was performed. The premature battery depletion was not confirmed. The pulse generator diagnostics were as expected for the programmed parameters and shows an ifi=no condition. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was noted that the patient's battery has depleted shorter than expected. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Patient had a generator replacement. The explanted generator has not been received to date. No additional relevant information has been received.